Event description:
Caller reported a malfunction on the pump, attributed to a software error identified as malf 15. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the issue reappeared.